Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse completed a total service visit and a precision study and noted no issue. The performance of the advia centaur xpt was verified and operating as expected. Siemens is investigating the event. MDR (B)(4) was filed for the same event.

Event description:
The customer obtained one discordant falsely elevated human chorionic gonadotropin (total hcg) result on the advia centaur xpt instrument. The result was not reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate advia centaur instrument. The customer noted the repeat result was lower and reported to the physician(s) as the correct result. There are no reports of patient intervention or adverse health consequences due to the falsely elevated total hcg result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00046 on 17-feb-2022. Additional information (05-may-2022): a siemens customer service engineer (cse) was dispatched to the customer site. The services performed included replacing the wash displacement water valves, bleach valves, degasser, and water filters and checking the wash performance, vacuum settings, acid and base volumes, and system alignments. Siemens verified the operation of the advia centaur xpt system post-services and noted no issue. The customer performed a daily cleaning procedure and precision check and monitored the system's performance with total human chorionic gonadotropin (total hcg) samples for two (2) weeks. Results were in range, and the customer noted no recurrence of a discordant result. Siemens completed the investigation, and the cause of a discordant falsely elevated human chorionic gonadotropin (total hcg) result is unknown. The system is operational, and no further evaluation of the device was required. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes. MDR 2432235-2022-00047_s1 was filed for the same event.